Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a laparoscopic total hysterectomy, the device was not performing up to standard, appeared to be more bleeding than normal. There was no consequence to the patient.